Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins battery is depleting faster than it used to. The patient reported no falls/traumas. There were no recent programming changes by the patient or their doctor. The patient always charges to 100% patient services reviewed patient charge history. The patient noted that prior to event they charged about every 1.5 days, and now during the event the patient is charging ins in not even 1 day. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.